Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5037927) in united states on 06-feb-2015 which refers to the consumer herself, of unspecified age, who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had her uterus removed due to being allergic to the essure device. Result and assessment of the product technical complaint investigation received on 16-feb-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and was allergic to essure. The event is serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. It was only mentioned that the consumer had her uterus removed due to being allergic to essure device. Thus, causality is assessed as related to essure and since her uterus was removed (required intervention) the case is regarded as incident. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 16-sep-2015: hcp (health care professional) letter was provided. The patient was not seen anymore at the hospital clinic. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was allergic to essure. She experienced excessive bleeding until device was removed (interpreted as genital bleeding). The events are serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, genital bleeding may occur during and following the micro-insert placement procedure. In this case, it was determined that she was allergic to the device. No alternative explanation for occurrence of genital bleeding was provided. Given a compatible temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. Since she underwent a hysterectomy and salpingectomy, the case was regarded as incident. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Additionally, non-serious events were reported. No further information is expected.

Manufacturer narrative:
Essure general questionnaire was received on 20-apr-2015 from consumer: at time of this report, the consumer was (B)(6). She did not have previous gynecological problems or relevant medical history or concurrent conditions. In (B)(6) 2007, essure was inserted (essure model updated to ess205). She was 1 month post-partum at time of the procedure. She did not use a backup contraception and did not perform the hsg (hysterosalpingogram) test or imaging test. She reported that experienced extreme bloating (present until the time of the report) and excessive bleeding until the device was removed. In (B)(6) 2007, she had essure devices removed by hysterectomy; salpingectomy was also necessary. No pathology result was available. Consumer stated that she was determined that she was allergic to the device. She also reported that after the device was inserted she had bleeding which led her to have a hysterectomy in her early twenties (consumer's age at time of the events). She stated that this device left women with lasting damage and need to be removed immediately; she mentioned that skin grown around the device calling for hysterectomy was unacceptable. Company causality comment:this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was allergic to essure. She experienced excessive bleeding until device was removed (interpreted as genital bleeding).the events are serious due medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Also, genital bleeding may occur during and following the micro-insert placement procedure. In this case, it was determined that she was allergic to the device. No alternative explanation for occurrence of genital bleeding was provided. Given a compatible temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. Since she underwent a hysterectomy and salpingectomy, the case was regarded as incident. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Additionally, non-serious events were reported. No further information is expected.